Event description:
Caller reported that the speaker was not audible on the pump, which affected the alert function. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.